Event description:
It was reported that during an arthroscopy, the fast fix 360 suture thread broke when the surgeon pulled the suture. Both t's were left inside the patient. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an evaluation of the customer provided image was performed and found the device with the suture detached beside it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause of the reported event could not be determined. Factors that could have contributed to the reported event include excessive force or torsion during use or use of sharp instruments near the device tip. No containment or corrective actions are recommended at this time.